Event description:
It was reported that the pt had a mild calcification stenosis in the mid rca in a vessel with heavy tortuousity. After dilatation with a balloon, the physician tried to push the stent forward; however, the stent was unable to cross as resistance was felt before the stenosis. The stent was pulled back and it was noted that the distal part of the stent was not crimped on the balloon, and this part of the stent had struts that were lifted up so this part was loose on the stent delivery system. By pushing the stent forward, the vessel became dissected, so the physician needed to stent the vessel with three other vision stents. No additional information was available.